Event description:
On 05/14/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: prograsp wire snapped while being used in patient. Circulator replaced instrument and the broken device was taken off the field.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.